Event description:
Patient presented to the ER physician with a staph infection at the neck incision site. ER physician prescribed a 10-day course of antibiotics. Patient returned to their inspire physician for an appointment, where it was noted that the infection had resolved.